Event description:
The medics were attempting to defibrillate a 46 year old male pt in ventricular fibrillation. The medics attempted to defibrillate the pt using the multifunction electrodes. The attempted defibrillation five times, increasing the joule level with each attempt until they reached 360 joules. The first joule level was 200, the second was 300j, the third was 360j, and the fourth and fifth attempts were at 360 joules each. Upon each attempt at defibrillation the device screen displated a "shorted disch" (shorted discharge) message. The medics were able to obtain another device to successfully defibrillate the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.